Event description:
It was reported that the pt was getting shocking and jolting sensations from her enterra device approx nine days after she was implanted. She was admitted to the hosp where the device was turned off and discharged the next day. Further info is being requested from the hcp.

Manufacturer narrative:
.